Event description:
Event description cpi received information that after this selute lead (4285) was implanted, tests showed an extremely low impedance reading. The pocket was re-opened, and they found the ligature had been tied directly to the lead so tightly that it cut through the insulation. The (4285) was removed. Another lead was attempted implant-(4440) and the tip became stretched and was not used. A third lead, a cpi sweet tip bipolar lead (4269) was implanted successfully.